Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm balloon catheter was selected for use. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm balloon catheter was selected for use. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. 2.50mm x 15mmnc emerge balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed the hypotube is separated 29.1cm from the hub. There are multiple kinks along the shaft and the balloon is tightly folded. Blood is present in the guidewire lumen and inside the balloon folds. Microscopic examination revealed the tip is damaged.